Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the caller's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the reset process, resulting in the successful start of a new sensor session without any further errors.